Event description:
It was observed that during the device evaluation, the subject device exhibited scratches in the objective frame, the outer tube has scratches, dents, the video connector is cracked in the back part, and the light guide adaptor is loose. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.